Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes had foreign matter in the tube. This was discovered during use. The following information was provided by the initial reporter: material no. 367856, batch no. 9126987. It was reported that the edta tubes have plastic fragments inside the tube that are interfering with our instrumentation. 2 of 2: date of event unknown edta tubes that have plastic fragments inside the tube that are interfering with our instrumentation. The sample was collected 8-20-19 and brought to my attention. Apparently it had occurred several times and I was not notified. We do not have any more of the effected lot number.